Manufacturer narrative:
The test strips were provided for investigation and were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The initial reporter stated that the same finger stick was used for 2 measurements on (B)(6) 2020. Product labeling states: "never add more blood to the test strip after the test has begun or perform another test using the same fingerstick." Labeling also states: "if you need to repeat a test, use a new test strip and lancet, and a different finger." The initial reporter stated that the patient could possibly have antiphospholipid syndrome. Product labeling states: "the presence of anti phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times, i.e., elevated inr values. A comparison to an apa insensitive laboratory method is recommended if the presence of apas is known or suspected." Relevant retention test strips (lot 368887) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs plus meters compared to a laboratory result using an unknown reagent using an acl top analyzer. Results from (B)(6) 2020: at 10:20 am the meter result (serial number: (B)(4)) was 6.9 inr. At 10:20 am the laboratory result was 3.9 inr. Results from (B)(6) 2020: at 2:34 pm the meter result (serial number: (B)(4)) was 7.0 inr. At 2:34 pm the meter result (serial number: (B)(4)) was 7.1 inr. At 2:34 pm the laboratory result was 3.6 inr. The patient's therapeutic range is 2.0-3.0 inr. The results were reported to the doctor and the patient¿s warfarin dose was adjusted based on the lab results.